Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens of diopter -8.0/+1.0/092 into the patient's left eye (os) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a longer length lens due to low vault. This resolved the problem. Cause reported as unknown and it is unknown if the device failed to perform as intended.

Manufacturer narrative:
H6-device code 1494: off-label use (under 21 years of age at date of implant). Claim#: (B)(4).